Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a power on reset (por) for write to locked ram, on (B)(6) 2011 and a patient alert for por on (B)(6) 2011. The device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported that the patient heard an alert tone and transmitted via carelink. It was found that the device had a power on reset (por). The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.